Event description:
It was reported during a tibial-plateau-leveling osteotomy (tplo) surgery on a canine, after five times of use, an oscillating saw attachment came unlocked and had to be held together while surgery was being completed. No injuries or medical intervention was reported. The reporter stated that there was no delay in surgery as the device was used to successfully complete the surgery. No spare device was available to use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation states that the complaint of loose components was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.